Manufacturer narrative:
Product complaint # (B)(4). Investigation summary ==> no device associated with this report was received for examination. A worldwide lot specific complaint database search, or device history record (DHR) review, was not possible because the required lot number was not provided. Based on previous investigations, this complication of joint replacement is unlikely to have been the result of a device failing to meet required specifications. The information received will be retained for potential series investigations if triggered by trend analysis, post market surveillance, or other events within the quality system. If information is obtained that was not available for the initial medwatch, a follow-up medwatch, a follow-up medwatch will be filed as appropriate.

Manufacturer narrative:
(B)(4). If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate. (B)(4).

Event description:
"The literature article entitled, ""multidirectional deformation in fully congruent acetabular components"" written by toshihiro akisue, md, phd, thomas w. Bauer, md, phd, motoi yamaguchi, md, phd, mary-blair matejczyk, md, bernard n. Stulberg, md, and alan h. Wilde, md published by the journal of arthroplasty vol. 14 no. 8 1999 accepted by publisher 13 may 1999 was reviewed. The article's purpose was to report upon 37 retrieved poly liners to improve understanding of the effect of liner/shell congruency on the development of multiple poly deformation vectors in vivo. Depuy products: enduron (12) and hylamer (25) (all depuy), duraloc cups. The article provides patient information on 10 patients and notes each had multiple areas of liner deformation (wear) upon retrieval. The patients are captured individually on linked complaints. The article provides overall revision reasons for the entire 37 liners that were retrieved but does not provide revision reason for each patient." This complaint captures case 7 a (B)(6) female that received liner revision 6 months post initial implantation and liner was found to have multiple vectors of wear.